Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain three of four of their therapy. The patient had drained 108 ml of an expected 2000 ml at the time of the alarm. During troubleshooting, the patient stated that air bubbles were visible in the patient line of their cassette. The patient attempted to bypass the alarm but received a drain complication encountered message. The technical support representative instructed the patient to cancel their treatment and re-setup with new supplies. A review of the patient¿s treatment history identified that the patient had ended their treatment with a recorded negative uf of 1864 ml. Upon removing the cassette, the patient noticed fluid leaking out of the cassette and inside the cassette compartment of the cycler. The patient re-setup using new supplies and began another therapy. The patient skipped drain zero and filled with an additional 2000 ml. Due to skipping drain 0, the patient had an estimated 3864 ml in their system. This volume is 193% the patient¿s fill volume of 2000 ml and represents an increased intraperitoneal volume (iipv) event. The patient drained an estimated 3000 ml and then completed their treatment. Upon removing the supplies, the cassette used for this second treatment was also found to be wet. It is unknown if the compartment was dried between treatments. Following the therapy, the patient was reported to have experienced pain in their right rib area where the catheter was located in conjunction with a developing redness around their catheter site. The irritation was believed to be an exit site infection. The patient also mentioned feeling pain in both shoulders. Due to the reported fluid leak and iipv event, the patient was advised to discontinue use of their cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not require hospitalization and did not develop any additional symptoms following the event. Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was verified that the patient did not develop peritonitis and that they were being treated with keflex (500 mg) to treat the potential exit site infection. The patient had recovered from the iipv event and was recovering from the exit site infection. The patient has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable. This report houses the investigation against the liberty cycler set for the reported fluid leak and iipv event that were reported to have occurred during the patient¿s second treatment on the night of (B)(6) 2017 into the morning of (B)(6) 2017. An additional file has been opened to house the investigation of the fluid leak that was reported to have occurred during the patient¿s first treatment that night.

Manufacturer narrative:
Additional clarification provided in describe event or problem. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is a compilation of a continuous series of events that occurred over the duration of two consecutive treatments. For the purpose of the investigation, these treatments have been divided and reported on separately. The patient¿s first treatment began on the night of (B)(6) 2017 during which a fluid leak was identified. The investigation of the first reported fluid leak can be found documented in 8030665-2018-00081 against the liberty cycler set and 2937457-2018-00169 against the liberty cycler. Immediately following that treatment, the patient began a second treatment on what was then the early morning of (B)(6) 2017. Due to residual fluid from the first treatment, the patient experienced an increased intraperitoneal volume event during their second treatment. The patient also discovered a second fluid leak upon conclusion of this second therapy. The investigation of the second reported fluid leak coincident with the iipv event can be found documented in 8030665-2018-00082 against the liberty cycler set and 2937457-2018-00171 against the liberty cycler.